Event description:
While attempting to defibrillate a pt the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated the the ECG strips from the event are not available for evaluation.